Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
On (B)(6) 2025 the surgeon performed a total disc replacement (tdr) and approached anteriorly. The surgeon detached the polymer occlusion component and then broke off the anchor head as well. Both were removed completely, and no fragments were visualized via x-ray. The vertical keel and baseplate were left in the patient. No adverse patient outcomes were reported. Following up with the surgeon, it was noted that the patient experienced recurrent disc protrusion and persistent discogenic pain as the need for a tdr procedure.